Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. Additional information was requested and the following was obtained: confirm is the specific number of devices (total qty actually involved with reported issue) that failed during this reported event during use on patient, while suturing? Six threads from the same package were used. It is reported " sutures from the same lot have been tested and the issue is occurred on 5 threads" did you mean that 5 additional sutures were tested for pull off and they pulled off during handling/testing before used on patient ? The first thread was broken during use on the patient; the others were checked (very light traction) before use".

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm is the specific number of devices (total qty actually involved with reported issue) that failed during this reported event during use on patient, while suturing? It is reported " sutures from the same lot have been tested and the issue is occurred on 5 threads" did you mean that 5 additional sutures were tested for pull off and they pulled off during handling/testing before used on patient ?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When performing suture, the suture thread pulled off from the needle. Another suture from another lot was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device lot al9487, and no non-conformances were identified. Investigation summary: an opened sample of product code vr2298, lot # al9487 was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.